Event description:
It was reported that during a lap cholecystectomy, deploying multiple clips when closed. They retrieved the clips without incident. They got a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/17/2007. Evaluation summary: the analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was cycled and one double fed issue was noted, the remaining clips were properly fed and formed. The instrument locked out as intended, but the orange indicator did not show up completely. A corrective action has been initiated to address the root cause of the double fed issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Our manufacturing batch history review identified that a double fed issue was detected during the manufacturing of one of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria was met before this batch was released for distribution.